Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received missing end cap sticker, scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 11.3 mmol/l at the time of the call. The customer sent the product back for analysis.